Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified the device was overweight, fold crease, wear abrasion and an opening. A microscopic analysis was performed which identified one sharp crease opening on the radius side. Based on the device analysis the final assessment is a sharp crease opening on the radius side due to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was implant exchange.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.